Manufacturer narrative:
(B)(4).

Event description:
It was reported "during insertion, the peel-away sheath junction was slightly peeled off." A new set was used to complete the procedure. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "during insertion, the peel-away sheath junction was slightly peeled off." A new set was used to complete the procedure. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4.- unique identifier (UDI)# corrected from (B)(4).